Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a safety needle. The customer reports "staff member allegedly did not full activate shied and a needlestick occurred."

Manufacturer narrative:
An investigation is currently underway upon completion the results will be forwarded.